Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance. When the lead was implanted it was programmed below the recommended nominal alert threshold. It was suggested that the elevated impedance is likely due to calcification on the ring electrode. No programming changes were suggested and monitoring the patient per their clinical protocol was suggested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited pacing outputs subthreshold. The lead was reprogrammed and will be monitored until a generator replacement.